Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and competitor insertable cardiac monitor was admitted to the hospital after experiencing a syncopal episode. Interrogation of the device revealed no stored episodes. The conditional zone was 220 bpm and the unconditional zone was 250 bpm. Interrogation of the competitor cardiac monitor revealed two episodes of ventricular tachycardia (vt) with rates of 182 bpm and 207 bpm. Both episodes lasted approximately thirty seconds and self terminated. As a result, the conditional zone was reprogrammed to 180 bpm. No additional adverse patient effects were reported.